Event description:
It was reported that the patient experienced a strong jolt in the right leg on (B)(6) 2010, when the stimulation was turned on. On (B)(6) 2010, when the stimulation was turned on, the sensation of stimulation was only felt in a small area at the point where the lead and extension were connected. The patient stated that this area was tender and swollen. The patient was seen in the emergency room (ER), but there was nothing remarkable found. It was found that most of the electrode impedances were in the range of 300-400 when taken at 0.7 volts. The group impedances were: b1 = 279 ohms, 3.352; and b2 = 274 ohms, 3.376. Reprogramming did not address the issue and other reprogramming of the stimulator only yielded stimulation in the same small area where the lead and extension were connected. There was no known related incident or accident reported. An x-ray was to be performed. No further details, patient symptoms or outcome were provided. Additional information was requested but not received at the time of this report. A follow-up report will be filed if additional information becomes available.

Manufacturer narrative:
(B)(4).